Manufacturer narrative:
Product complaint # (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the universal chuck with t-handle wont open up and it broke, which caused a delay in surgery. It is unknown if fragments were generated or if the procedure was successfully completed. There were no patient consequence. This complaint involves one (1) device. This report is for one (1) universal chuck with t-handle. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 393.100, lot 9512091: manufacturing site: haegendorf. Release to warehouse date: june 08, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a service and repair evaluation was completed: the repair technician reported the t-handle is bent. Bent is the reason for repair. The cause of the issue is unknown. The following parts were replaced: t-handle. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The photo received was reviewed and form the photo it was not possible to identify any defects on the device. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10: there are no concomitant devices for this event.